Event description:
It was reported that during an angioplasty treatment procedure involving an av fistula, the tip of the v18 control guide wire detached. The lesion being treated was non-calcified and approx 50% stenotic. The vessel was slightly tortuous. The physician used a 6f introducer sheath. The guide wire had been manipulated through a metal entry needle. The distal tip of the v18 control wire came off outside of the patient's body. The physician used a thruway guide wire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "fine/no harm". Add'l info has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.